Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a trial patient it was reported that they could not turn the device off and they were getting zapping. They also reported no stimulation . Patient went to the ER to get the device turn off. No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding a patient who was implanted with an external neurostimulator for urgency frequency and urge incontinence. It was reported that the patient went to the emergency room and the hospital put a catheter in the patient. Also, the patient mentioned that the manufacturer representative told him not to document data. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) regarding a trial patient. It was reported that the cause of the device zapping the patient was positional. The patient had the device up to 12 and then later went down. The action that was taken to resolve the zapping sensation and not being able to turn the device off was the patient had the ens disconnected. The rep reported that the device not turning off and the zapping sensation have been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The cause was not determined and that the catheter was removed the next day and the issue was resolved. No further complications were noted or anticipated.